Event description:
It was reported that during an unknown procedure the clips came loose approx. 3 days after the surgery or were no longer closed properly at the site. This causes the patients to bleed and had to undergo a surgery.

Manufacturer narrative:
(B)(4). Date sent 6/11/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: from which product complaint number ((B)(4) did the patient have to ¿undergo a surgery again¿? For the other two events, what was the surgical intervention (if any)? Was this issue with 3 separate patients or did this issue occur three times in one patient? What was the procedure? What was the anatomical structure clipped? Any issues with the clip formation? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.